Event description:
Literature was reviewed regarding a tandem approach for transvenous lead extraction (tle). The authors described leads which were extracted due to high thresholds, high impedance, and noise and oversensing. There was one lead which could not be extracted due to extensive adhesions and superior vena cava (svc) occlusion. There were major complications related to tle which included two cases of procedural ventricular fibrillation (vf) due to mechanical irritation of the right ventricle during extraction or reimplantation, both successfully terminated with defibrillation. Minor complications included pocket hematomas which required evacuation, worsening tricuspid regurgitation, temporary asystole, pericardial effusion, damage to other leads, and one hypertensive crisis. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tandem approach for transvenous lead extraction: efficacy, safety, and operational learning curve. Journal of ca rdiovascular electrophysiology. 2026. 37:282¿295. Doi: 10.1111/jce.70207 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.